Event description:
The clinic reported that a laser vision correction patient presented with sensitivity to light, dryness & irritation in both eyes at one week post treatment. The topical steroid dosage was increased. It was stated that the patient was prescribed restasis twice a day in both eyes and fml three times a day in both eyes for 1 week, twice a day for 1 week and four times a day for 1 week and to monitor closely. Account reported there is no loss of best corrected visual acuity (bcva). The patient complained of "hard to open eyes" due to discomfort, little relief from artificial tears although the patient admitted she was not using them often in the last couple of days.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.